Event description:
The customer reported a touchscreen issue. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The authorized service provider (asp) evaluated the ventilator. The electrical safety test was performed and failed. Both the power cord and o2 retention plate need to be replaced. Also, the internal battery shows errors. The battery is 8 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Finally, the navigation ring does not work and needs to be replaced.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the touchscreen issue providing that the touchscreen is not working totally well even after it has been calibrated, it needs to be replaced. The asp quoted the customer for an air inlet and cooling fan filters because they are to be replaced after every repair. The plate holding o2 inlet is the old model. It needs to be replaced for electrical safety reasons. The power cord needs to be replaced due to electrical safety issues. Internal battery is 8 years old; it needs to be replaced due to errors related to the battery. Navigation ring is not working, it needs to be replaced. The customer has not responded to the repair quote sent. The asp is currently waiting for the customer to accept the repair quote. Once approved, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.